Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device cord caught on fire. The issue occurred after the cord was plugged into a generator, and resulted in a first degree burn to the physicians hand. There was no patient injury.

Manufacturer narrative:
Correction: evaluation summary: one sample was received and a visual inspection and functional tests were performed. A DHR review was completed for lot# 1607100x. There were no manufacturing issues related to the complaint for this lot. This product was being used for treatment. Inspection of the sample resulted in noting that the monopolar cord was returned without its original packaging and burn marks were noticeable on its plug. The cord functioned normally when connected to the force fx generator and another instrument with a 4 mm diameter pin. The resistance and insertion / extraction force measurements were all within the specifications. The sample failed the visual test, but passed the performance tests. A potentially contributing device issue could not be confirmed. A probable root cause is from misuse, where arcing can occur if the 4mm diameter pin of the connecting instrument was not properly inserted into the monopolar plug.